Event description:
It was reported to philips healthcare the heartstart mrx airworthy locked up/hangs. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u will be submitted upon completion of the investigation.